Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3998, lot# v017927, implanted: (B)(6) 2007, product type: lead. Product ID 3986a, lot# n096298, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient's right shoulder pain was getting worse. The patient had a steroid shot and six weeks of therapy, but it did not get better. Since the patient's accident in 1998, his should would spike then fade away, but 7-8 months prior to this report (approximately (B)(6) 2015) it spiked and gradually got worse and did not fade away. The patient was trying to collect records regarding his programming parameters showing what area the patient implantable neurostimulator (ins) covered. The patient was "trying to get a bit more... What's probably going to wind up being surgery and there an argument about whether it is due to an accident several years ago or not." The accident was noted to have occurred in 1998, but the patient was not implant with his ins until 2005. The patient had a fall in 1998 with injuries to his right side, which included a fractured femur, pain in the knee and hip, a compound fracture to the elbow and scapula, damage to his neck, should pain, and a head injury. The patient got his ins in 2005 and it decently covered his leg, shoulder, and arm. The patient was redirected to his healthcare provider (hcp), but he said he would get in touch with his manufacturer's representative (rep). No device issues were alleged. Additional information received reported from the patient reported that the steps taken to resolve the right shoulder pain worsening included a diagnostic appointment with a doctor. The patient was given a steroid injection and a script for therapy. If additional information is received, a follow up report will be sent. The patient's relevant medical history included chronic low back pain and spinal pain.